Event description:
It was reported that during a paroxysmal atrial fibrillation procedure, a faradrive sheath was selected for use. Upon placement of the sheath in the left atrium, it was observed that the air valve was leaking, resulting in continuous suction of multiple air bubbles. The sheath was subsequently replaced, and the procedure was completed successfully without patient complications.